Manufacturer narrative:
The insulin pump alarmed button error and had an intermittent up buttons response due to corroded keypad traces. The insulin pump had minor scratched lcd window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, scratched reservoir tube window and stained end cap sticker.

Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose was unknown. The customer attempted to clear the alarm by pressing esc and act but was unsuccessful in clearing the alarm. The customer stated that they did not press any button for three minutes or longer. The customer was using an energizer alkaline battery. The customer stated that the insulin pump was working. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.